Manufacturer narrative:
Off label use in the vasculature and incorrect removal from the patient's anatomy. The stent remains in the patient. The lot number was not provided, therefore, a device history record review could not be performed. A follow-up report will be submitted with any additional relevant information.

Event description:
Device malfunction: partial stent deployment/stent detachment. Time of malfunction: during procedure. Symptoms/ae: unintended site. It was reported that during deployment of the absolute stent in the iliac artery, the stent only partially deployed. The physician attempted to pull the partially expanded stent back into the sheath; however, the stent broke into 2 pieces. One portion of the stent remained in the iliac, and the other portion of the stent came out of the sheath into the femoral artery as the sheath was being removed from the patient's anatomy. No attempt was made to retrieve the stent and no intervention was performed. A second unspecified stent was successfully implanted at the target lesion. No other patient sequela was reported and though requested, no additional information was provided.